Event description:
A healthcare professional (hcp) from china reported that they obtained blood glucose readings of 0.9 mmol/l and 5.2 mmol/l with the contour® ts meter on one of their patients. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
Ascensia was made aware of the event from (B)(6) 2019 on (B)(6) 2025. Since the event occurred in 2019, the customer discarded the contour® ts meter and test strips associated with the event and was unable to provide product details. Therefore, an in-house testing could not be performed. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. Unknown was captured in section a1, and no information was captured in sections a2, a3 and a4, as the patient details were not provided. No product information was provided by the customer; therefore, no information was captured in section d4 (model #, lot # and expiration date) and section h4 (device manufacture date). The contour® ts test strips used with the contour® ts meter is similar to the contour® test strips used with the contour® meter available in the us market. Therefore, product code nbw and most recent 510 (k) # k062058 associated with the contour® meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.